Event description:
During tonsilectomy, physician was using a needle extender bovie tip with blue cuff. The blue cuff caught fire in the patient's mouth. The bovie was rmoved immediately, the flame extinguished and a new tip obtained. There was no patient injury and the procedure continued without further incident. The extended needle tip involved in this incident will be picked up by manufacturer representative on june 8 for evaluation. Believe this may have been a user error; i.e. Blue cuff over bovie tip should not have been used. Checking for substitute non-flammable cuff for use in future procedures.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.